Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2020, wherein the lead was explanted and replaced with two new octrode leads. Surgical intervention addressed the issue..

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing a loss of stimulation. In turn, an x-ray confirmed the lead at t7 had migrated to t10 and a diagnostic report indicated the lead has high impedance. As a result, surgical intervention may occur at a later time.